Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during spaceoar placement procedure on (B)(6) 2022. The procedure was done under local anesthesia. Several hours after the spaceoar procedure, the patient went to the emergency room (ER) due to inability to urinate and has since been catheter dependent. A week later, the patient underwent transurethral resection of the prostate (turp) in order to improve the symptoms. However, it did not help. The patient is still unable to urinate for 3 to 4 weeks. The patient was treated with flomax. The physician recommended pelvic magnetic resonance imaging (MRI) and steroid tapering.